Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") and genital haemorrhage ("heavy and irregular bleeding") in a 45-year-old female patient who had essure (batch no. C06473) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thyroid cyst and appendectomy. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 18 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dyspareunia (painful sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced uterine prolapse ("uterine prolapse"), back pain ("back pain"), musculoskeletal pain ("left shoulder pain"), neck pain ("neck pain") and pain in extremity ("down the leg pain"). The patient was treated with pregabalin (lyrica), duloxetine hydrochloride (cymbalta) and surgery (laproscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and fibromyalgia had not resolved, the genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, menorrhagia and dyspareunia had resolved and the uterine prolapse, back pain, musculoskeletal pain, neck pain and pain in extremity outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, fibromyalgia, genital haemorrhage, menorrhagia, musculoskeletal pain, neck pain, pain in extremity, pelvic pain, uterine prolapse and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: showed no spill. The essure device was placed first on the left with just the tip of the e.ssure device showing and on the right with 1 coil showing. Most recent follow-up information incorporated above includes: on 27-mar-2018: pfs received. Reporters added and updated patient demographics. Historical condition and laboratory data were added. Updated suspect drug indication and lot number. Added events abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder: fibromyalgia, dyspareunia (painful sexual intercourse), uterine prolapse, left shoulder pain, neck pain, back pain and down the leg pain. On (B)(6) 2015, she explanted essure. Updated event and onset dates. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") and genital haemorrhage ("heavy and irregular bleeding") in a 45-year-old female patient who had essure (batch no. C06473) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thyroid cyst and appendectomy. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 18 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dyspareunia (painful sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced uterine prolapse ("uterine prolapse"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced back pain ("back pain"), musculoskeletal pain ("left shoulder pain"), neck pain ("neck pain") and pain in extremity ("down the leg pain"). The patient was treated with pregabalin (lyrica), duloxetine hydrochloride (cymbalta) and surgery (laproscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and fibromyalgia had not resolved, the genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, menorrhagia and dyspareunia had resolved and the uterine prolapse, back pain, musculoskeletal pain, neck pain and pain in extremity outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, fibromyalgia, genital haemorrhage, menorrhagia, musculoskeletal pain, neck pain, pain in extremity, pelvic pain, uterine prolapse and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion; on an unknown date: showed no spill the essure device was placed first on the left with just the tip of the e.ssure device showing and on the right with 1 coil showing. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (pelvic surgery on (B)(6) 2015). At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.